Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred which resulted in a hypoglycemic coma. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient had eaten a large dinner meal and dosed insulin based on his cgm readings. On (B)(6) 2019 at about 2:00 am, when he got up he lost consciousness and 'crashed', hitting his head on the dresser, then fell again. He broke several ribs and sustained a head injury with bleeding. He was confused and the wife thought he was having a stroke. She checked his cgm at the time, which showed 103 mg/dl with a gradual arrow down; no bg reading was taken. His low glucose threshold is set at 80 mg/dl so he did not receive any alerts. She stated that he is usually okay unless his bg is less than 70 mg/dl, so she assumed his glucose must have been much lower, gave him two glucose tabs and drove him to the emergency room (ER). He recovered quickly after receiving the glucose, and a bg taken about an hour later was 130 mg/dl. During a 9-hour stay in the ER, he had monitoring, lab work, a workup for a heart attack with troponin levels, a computed tomography scan (CT scan) with contrast, and tests to rule out a pulmonary embolus. All test results were normal, and he is scheduled for an upcoming holter monitor. He had bruising from the fall but was in stable condition at the time of the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional event or patient information is available.